Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was microscopically inspected and tested for leaks. Wear at fold in the middle, proximal and distal end of its body was identified, along with a leak from wear in its proximal end. The pump was microscopically inspected, leak and functionally tested. The component tubing was cut down to the pump block; therefore, it was not returned for analysis. No leaks were identified; however, the pump did not pass activation test during functional evaluation. Based on the information available and analysis results, the hole identified in the cylinder and the pump not passing the functional inspection could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed and a hole in the left cylinder was noted. Cylinder and pump were removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed and a hole in the left cylinder was noted. Cylinder and pump were removed and replaced. There were no patient complications reported.